Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.